Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the identified symptom door not fully latched alarm, caused by force required to secure door being above expected levels. The door hooks were replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a door not fully latched alarm. There was no patient involvement.